Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the fuse blown of the subject device. The fuse blown might be occurred due to the effect of overcurrent. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on and its fuse was blown at the unspecified procedure preparation for use. The user changed to another similar device and completed the procedure. At the incoming inspection for the repair, olympus china checked the subject device and found that the reported phenomenon was not duplicated. There was no patient and/or physician injury associated with this report.